Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated a heart wall which resulted to cardiac tamponade. The physician opted to reposition the lead with no complication. This rv lead remains in service. No additional adverse patient effects were reported.